Event description:
It was reported that an asymptomatic patient was presented in clinic with episodes of noise reversion. The noise was not reproducible in clinic. The pulse generator was reprogrammed and the patient would be monitored.